Event description:
Shoulder revision surgery performed on the (B)(6) 2018 due to dislocation of the smr humeral head (code #1322.09.480, lot #1603718, ster. 1600145) previously implanted on (B)(6) 2018. It was reported that the surgeon was satisfied with the primary surgery and the patient was recovering well when patient started suddenly experiencing pain and reduced functionality of the shoulder. Consequently, smr anatomic was converted to reverse. According to the info provided, the surgeon commented that the subscapularis repair performed in the primary surgery had failed and this may have contributed to the humerus positioned superiorly in relation to the centre of the glenoid. Metal back glenoid was well solid and well fixed. After conversion to smr reverse, surgeon was happy with the final stability of the implant. Event occurred in australia.

Manufacturer narrative:
DHR check: the check of the dhrs of the smr humeral head involved, did not show any pre-existing anomaly on a total of 64 humeral heads manufactured with the lot #1603718. No additional complaints received on the same lot#. Explants analysis: explants not available for investigation as they have been discarded by the hospital. X-rays analysis: x-rays taken on the (B)(6) 2018 (post-op primary surgery) and pre-op revision x-rays taken on (B)(6) 2018 were received and forwarded to our medical consultant for a clinical evaluation. Following, the medical opinion received: "I agree with the surgeon that subscapularis failure would be a major contributor to the superior subluxation and the symptoms associated. The humeral head looks to be near the optimal size, the position in relation to the greater tuberosity looks correct but one could argue the baseplate is a little low for an anatomical arthroplasty. Overall one would agree this arthroplasty was performed correctly. It has failed largely because of the subscapularis failure." Conclusion: by the analysis performed, we can assume that the root cause for this shoulder dislocation could have been the subscapularis failure. Therefore, this case cannot be classified as product-related. Pms data by considering: the total number of revision surgeries lima received about implant dislocation related to rotator cuff failure; (B)(4). According to our data, events were patient and/or surgical factor related. According to the complaints investigated, none of the events reported were product related. No corrective action for this case. Limacorporate will continue monitoring the market to promptly detect any future similar issue.

Manufacturer narrative:
We will provide a final MDR once the investigation will be concluded.

Event description:
Conversion surgery from smr anatomic to smr reverse due to shoulder dislocation performed on (B)(6) 2018. Previous surgery performed on (B)(6) 2018. According to the info provided, the surgeon commented that the subscapularis repair he performed in the primary surgery had failed and this may have contributed to the humerus positioned superiorly in relation to the centre of the glenoid. Event happened in (B)(6).